Event description:
It was reported that this pacemaker has been showing unstable right ventricular (rv) automatic threshold test results over a month and saw high thresholds from a couple of months ago. There has been an important number of rv automatic threshold tests and many have failed. The patient is dependent so it was recommended that the patient be brought to clinic for testing. A more than two seconds asystole was observed at a threshold test with loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.